Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 260 mg/dl. The customer's doctor stated that the customer may have had an infection, which possibly caused the event. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.